Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 86921 and a photo were returned and analyzed. The returned photo confirmed one of the balloon catheters was folded at the balloon segment. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. Smart chip verification indicated the balloon catheter was used for 13 applications on the date of the event. The balloon catheter passed the performance test as per specification. During the inflation and ablation phase a kink was observed on the guide wire lumen inside the balloon segment. Dissection showed the guide wire lumen was kinked inside the balloons at 1.33 inches from the tip of the balloon catheter, proximal to the heat shrink. Pressure testing did not show any breach at the balloons or the guide wire lumen. In conclusion, the reported guide wire lumen kink was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was kinked at the guide wire lumen. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.